Event description:
Healthcare professional reported left side rupture found by MRI, capsular contracture baker grade ii with fold of the implant, ¿recalled implants¿, ¿palpable lump¿, ¿nodule¿ and ¿red particles in the shell¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particles in the shell and was labeled as the left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture found by MRI. The device remain implanted.